Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), while advancing the 23mm commander delivery system and 23mm sapien 3 valve through the 14fr esheath, strong resistance was felt along the entire length of the sheath shaft. The valve was deployed as intended. After the sheath removal, a dissection in the external iliac artery was observed on the digital subtraction angiography (dsa) and a stent was implanted. Peripheral blood flow was not confirmed by using a doppler sonography after closing the puncture site. The access site was cut open and thrombo-endarterectomy was performed surgically. The access vessel minimal luminal diameter (mld) was 6.9 mm. Access vessel tortuosity was mild and calcification was mild.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore visual, functional, and dimensional analysis could not be performed. Imagery of the patient¿s anatomy was provided and confirms the presence of calcification and tortuosity in the patient¿s anatomy. Per the report, upon insertion of a 23mm commander delivery system, strong resistance was felt along the entire length of the sheath shaft. Patient vessel anatomy imagery was provided and showed calcification and tortuosity were present. Calcification can interfere with the sheath and prevent it from fully expanding, which can lead to device resistance. Tortuosity can create difficult pathways that can also lead to resistance. If the delivery system encountered tortuosity and calcification, it is likely that there would be difficulty advancing the valve through the sheath. Other procedural factors such improper crimping of the valve or improper flushing of the system can also lead to device resistance. Available information suggests that patient factors (tortuosity and calcification) and/or procedural factors (improper crimping/improper flushing) may have contributed to the complaint event. However, without the device or imagery of the resistance, a definitive root cause is unable to be determined. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Ensure sheath tip is still past the aortic bifurcation. Advance thv through loader and sheath using short movements. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review did not reveal any issues that may have contributed to the reported event. Lot history review revealed one additional complaint for sheath shaft ¿ resistance with delivery system, bc. Complaint history review revealed the occurrence rate did not exceed the november 2019 control limits for applicable trend categories. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The cause of the iliac artery dissection is unknown, however, may be due to patient factors (access vessel calcification and tortuosity) and procedural factors (device manipulation). The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿, was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. Available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (improper crimping/improper flushing) may have contributed to the complaint event. No IFU/training/ labeling inadequacies were identified, and review of the complaint history revealed that the occurrence rate did not exceed control limits for the applicable trend categories. No corrective or preventative action is required at this time. A manufacturing nonconformance was unable to be determined. However, review of lot history, DHR, and complaint history showed no indication that a manufacturing nonconformance contributed to this event, and a review of manufacturing mitigations supported that the device has sufficient inspections in place to identify defects related to the complaint events. A review of the IFU / training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box.